Manufacturer narrative:
The purpose of this investigation was to determine the cause for the patella component loosening. Macroscopic photo analysis and dimensional inspection were performed on the retrieved insert. Upon visual examination, the patella component has scratches on the articulating and backside surfaces. The articulating surface of the patella has what appeared to be burnishing on one side. The patella component pegs has minor deformation present and has cement inside the cement groove. The round surface on the side of the patella has a deformed region. The critical dimensions of the patella were checked against (B)(4) using standard operator self-inspection instruments. The diameter of posts, overall diameter and post height were all within specification. The position of posts and outer profile could not be measured due to deformation present. The dimensional and visual analysis did not reveal any features that would have contributed to the patella component loosening.

Event description:
It has been reported that a revision surgery was performed due to loosening.